Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation was confirmed upon evaluation of the attached picture (img_8719.jpg), which displays a broken anchor. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by a sales representative via email that an ar-1317ft nano corkscrew ft anchor bent and broke before the anchor could be set in the bone. This was discovered during a hand tendon repair procedure on (B)(6) 2023. The case was completed with another anchor.